Event description:
It was reported that during use, the device under-delivered the medication. The patient was placed on the pump for 48 hours, but when the patient returned, the pump still had 20.9ml left which should have been completed. Continuous infusion rate was 2.17ml/hour; reservoir volume 4,416ml; 4,416ml given. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a programming issue, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.